Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a lesion at the ata bifurcation (80% stenosis degree). During inflation at 14 atm, the balloon ruptured. Following balloon rupture, the distal tip detached from the catheter shaft and became retained within the target vessel. The detached fragment could not be retrieved despite several attempts. Therefore, as a bailout strategy, a stent was implanted to secure the retained fragment against the vessel wall.